Event description:
I went in to get tms from neurostar to treat depression, with no existing anxiety. After completing the first session, my thoughts were racing, I was screaming and banging my head against the wall. I told this to the psychiatrist and he switched the protocol from the left to right side. My depression and anxiety continued to get worse after this. I was told that what I was feeling was not possible and that I should continue as things would get better. After about thirteen sessions I ended up in the psychiatric ward. Two months later and I have debilitating anxiety, extreme heart palpitations, facial pinching and numbness, headaches, dizziness, and nausea. I was told it was impossible that symptoms would worsen, and I am at the point where I am going to kill myself because I have been totally destroyed by this treatment. I¿m (B)(6).